Event description:
The manufacturer received a report from a customer indicating that a trilogy evo ventilator displayed an "inoperable" message. There was no serious patient harm or injury that occurred or was reported. The device was returned for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.